Manufacturer narrative:
(B)(4). Batch # t92p2m. Investigation summary: the analysis results found that the mcm20 device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be activated due to the firing mechanism was jammed. The device was disassembled to verify the condition of the internal components and no anomalies were found. Thirteen clips were also found inside clip track. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an open hernia procedure the device was jamming, not firing, and getting stuck. A second like device was used to complete the procedure. There were no patient consequences reported.